Manufacturer narrative:
The technician found the bed has a wheel that the rubber is coming apart and the brake casters are out of adjustment. Per the hill-rom user manual, annual preventive maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features, including but not limited to caster braking systems. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the wheel and adjusted the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brakes will not hold. The bed is located on the ground floor of the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).